Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed their right ventricular (rv) lead was over-sensing post-paced t-waves. The patient was asymptomatic. The physician performed programming changes to the lead. The patient was stable throughout.